Manufacturer narrative:
Result of investigation: vyaire medical performed log file analysis. Upon investigation, the reported issue was attributed to user fault lack of maintenance that resulted to blower overheating combined with not reacting on blower temperature alarms.

Manufacturer narrative:
Vyaire file identification: (B)(4). The customer additionally reported that unit alarm tf 401-insp.valve or device leaky. The customer confirmed that the reported issue was attributed to defective blower and main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 100 experienced alarm 316-blower failure. The customer confirmed there was no patient involved.